Manufacturer narrative:
(B)(4). Approximate age of device - 7 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized with a major bleed and was transfused with one unit of blood for hemoglobin of 7.0 g/dl. Lactate dehydrogenase of 758 u/l. Site of bleeding reported as generalized coagulopathy. Anticoagulants at time of event were warfarin and aspirin. No additional information was provided.

Event description:
There were no active bleeding sources identified and the elevated ldh was not related to the bleeding. The event has reportedly been resolved. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.